Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom of erosion is a known risk associated with implants of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with a tandem cuff artificial urinary sphincter (aus) experienced urethral erosion. A surgical procedure was performed in which the oldest cuff was removed and the urethra repaired. It was noted that the second cuff remained implanted but in a deactivated state until the patient heals. There were no further patient complications.